Manufacturer narrative:
The technician found the housing holding the latch pin in place was broken off. The technician replaced the right siderail to repair the bed.

Event description:
Information rec'd indicates the siderail is not staying in the raised position.